Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels in the 400 mg/dl range. Customer alleged the cause was due to "the body not accepting insulin", and "insulin not working" for the customer. Customer received a new vial of insulin and was treated through intravenous fluids while in urgent care.